Event description:
Ous MDR - it was reported that the patient was treated with dizziness in the outpatient department and found to have loss of capture, but this could not be reproduced. The lead was capped and replaced. The new lead also had to be revised because of loss of capture. In this second revision it was decided to also explant and replace this pacemaker.

Manufacturer narrative:
During the pacemaker analysis, the pacemaker underwent a status interrogation after it was received, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery state of more than 75 percent meets expectations after an implantation time of 42 months and indicates a sufficiently charged battery. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies during this test. The device did not show any limitations of its capability to provide therapy. All manufacturing steps had been carried out correctly. In summary, the device was without problems during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error. The lead was not returned for analysis. The manufacturing process of the lead was reviewed. The production documents did not show any anomalies that could be related to the complaint.